Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a radio frequency pic failed self test. Insulin pump would be replaced.

Manufacturer narrative:
The pump gave an alarm due to a faulty component on the remote frequency board. The pump was received with minor scratches on the display window.